Event description:
The pt experienced back pain and stated that her pain improved when she turned her implantable neurostimulator (ins) off. She was working with her health care professional (hcp) to determine the cause of this pain and noted that she had three bone spurs. The pt had a CT scan but the results of the test were not provided. Additional info indicated the pt had several concerns about her ins and therapy. She received some assistance from her hcp or a MFR's rep and some of her concerns were resolved. The pt still had concerns about her system but was working with her hcp or a MFR's rep to resolve these. Her ins was explanted and not given to her. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).